Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2218-50 serial: (B)(4). Description: linear st lead, 50cm model: sc-4316 lot: 15495825. Description: next generation anchor kit-sterile. Additional information was received that no further course of action will be taken at this time. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's ipg was not working and had communication difficulty. The patient underwent an explant procedure.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's ipg was not working. The patient underwent an explant procedure.